Event description:
A customer contacted beckman coulter inc. (Bci) in regards to reagent probe a leak. No injury was reported.

Manufacturer narrative:
Per hotline recommendation, the customer verified the syringe and all fittings were tight. A bci field service engineer (fse) replaced the fittings and verified the service.